Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. No instances of malfunction alerts, factory reset events, or motor errors indicating inaccurate insulin delivery were identified. Review of the device data confirmed that the ilet functioned as intended, with alerts generated and acknowledged appropriately, and insulin delivery requests made at regular intervals in response to cgm glucose values. The reported hyperglycemia was not confirmed to be the result of an ilet device malfunction. No product was returned for evaluation. From a risk management perspective, this reported condition is performing within the anticipated risk profile, and no escalation is required.

Event description:
On 19-jun-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 301 mg/dl following persistent hyperglycemia despite multiple infusion set changes. No ems or hospitalization was required. No long-term health effects were reported.